Event description:
It was reported the elective replacement indicator triggered on the device due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data were also collected from the device and analyzed. The weekly battery voltage trend data shows the minimum battery voltage equal to 2.66 to 2.62 volts between (B)(4) 2011 and (B)(4) 2012 and is before the device recommended replacement time (rrt) of less than or equal to 2.61 volts.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly battery voltage trend data in save to disk file (B)(4) shows min bat equal to 2.66 to 2.62 volts between (B)(6) 2011 and (B)(6) 2012 is before device recommended replacement time (rrt) less than or equal to 2.61 volt.